Event description:
Event description guidant received information that during the implant of this cardiac resynchronization therapy defibrillator (crt-d) and lead system, the coronary sinus was dissected during the attempted implant of a left ventricular (lv) lead resulting in cardiac tamponade and hypotension. A pericardiocentesis was performed and the patient was intubated for airway control. Medical treatment was initiated for hypotension.